Event description:
It was reported that a user experienced high glucose after a supply change while using the ilet system, and the user planned to change supplies again and follow up; troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported long-term impact beyond the transient high glucose and associated troubleshooting. Investigation included user counseling and device-use troubleshooting. Investigation of this case revealed that the cause was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.